Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the device charged several time due to oversensing on the pace/sense channel. The lead was explanted and replaced.